Manufacturer narrative:
(B)(4) - (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that on a wallflex enteral colonic stent was used during a colonic stenting procedure performed on (B)(4), 2009. According to the complainant, during the procedure, the physician experienced a lot of resistance deploying the stent. During these efforts, the hub handle kinked and then detached from the blue sheath resulting in partial deployment of the stent. The physician removed the stent system and the procedure was completed successfully with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine and stable.